Manufacturer narrative:
Event date: (B)(6) 2015. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2014. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the 90% stenosed, 5.5 x 50 mm ,tasc ii a, target lesion located in the left mid superficial femoral artery (sfa) was treated with pre-dilatation and placement of the study stent. Following post-dilatation there was 0% residual stenosis. In (B)(6) 2015, in stent restenosis of the left sfa was reported. In (B)(6) 2016, the patient was hospitalized and percutaneous transluminal angioplasty was performed. The event was considered as resolved and the patient was discharged. This product is only ous approved but it is similar to an approved us device.